Manufacturer narrative:
D4: lot #: it was reported there were 3 lot numbers that were used, gd910767, gd912099 and gd910958 7 (invalid). The reporter and caregiver were unable to clarify the invalid lot number and were not sure if it ends in a '7' or an '8'. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Reportedly, the patient was using the recalled minicaps. The patient reported the cause of the peritonitis was unknown. It was further reported "there were no identified issues with the minicaps themselves". It was reported the patient was not hospitalized for the event. The patient received unspecified antibiotics for the event. The patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.